Event description:
The complainant is a laboratory supervisor. The complainant indicated that the advia centaur system was used to determine psa. The complainant states that on the previous day all the psa control results were within range. The lab continued to run psa throughout the day. That evening they ran about 60 psa tests and received values between 4-82. The next day the controls were again run and were all out of range with an approximate 20 sd. They repeated the controls and they were within range. The laboratory started to receive calls about psa results. They repeated all psa tests from the previous day and samples that were between 4-82 are now less than 4. One patient, based on an elevated psa result did receive chemotherapy when in fact the result was low. An field engineer is being dispatched to the facility to reiew the operation of the system. A follow-up report will be provided once the on-site evaluation is complete.